Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels, which resolved on heparin. The patient was discharged home. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established. Hemolysis listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.